Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that when the ptax4-14-170-4-16 advance 14 lp low profile balloon catheter was removed from it's packaging, material which was described as a film on the surface of the balloon, appeared to be coming off it. The balloon catheter was not used for the procedure. A second ptax4-14-170-4-16 advance 14 lp low profile balloon catheter was used to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence nor were any additional procedures required.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a clear, stringy substance on the balloon. No defects were noted on the balloon catheter. The color of the balloon was transparent. The balloon dimensions were measured to be within quality specifications. The balloon was inflated to 16 atmospheres without any leakage or rupture occurring. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the device manufacturing process. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.